Event description:
It was reported that post implant a realize band, the tubing came disconnected from the port. The port was replaced. The procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.